Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device history review (DHR) was completed and revealed no findings that could have directly contributed to the current complaint. The reported symptom 'inoperable keypad' was observed during evaluation. The reported condition was verified. The device was found out of specification in relation to the reported inoperable keypad. Evaluation observed the device to automatically output the #2 key when any key is pressed caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an inoperable keypad.there was no known patient injury or medical intervention associated with this event. No additional information is available.